Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has cracked lcd window, minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue last month where the batteries were running down too fast. Customer stated that normally one battery would last 5-6 weeks. The last couple of batteries lasted a couple weeks each. Customer put in a new battery and it went dead this morning. Customer stated that the pump shut off and the screen was blank. Battery indicator was reviewed and it does not show less than 2 bars. Customer does not wear the sensor. Customer was explained that the average battery life is about 1 week. Customer's blood glucose level was 113 mg/dl. Customer stated that there was a crack on the corner of the display screen. Customer inserted a new battery and the display returned. A replacement battery cap will be shipped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.